Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with severe aortic stenosis and was diagnosed with structural valve deterioration due to calcification. On (B)(6) 2019, the sponsor became aware that a tavi procedure was performed on (B)(6) 2018 and an unknown valve was implanted. The issue is reported to have resolved. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of structural valve deterioration due to calcification was reported. The results of the investigation are inconclusive since a valve in valve procedure was performed and therefore the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration due to calcification. On (B)(6) 2019, the sponsor became aware that a valve-in-valve procedure was performed. Additional information has been requested. (Clinical study patient ID: (B)(6)).